Manufacturer narrative:
Evaluation summary: one scd396 sonicision cordless ultrasonic dissector was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device component disengaged into cavity. The reported condition was not confirmed. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic #: (B)(4). Date of initial report: 02/17/2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw of the sonicision device broke during use. The disengaged piece was retrieved from the surgical site without incident. No patient injury reported. The current status of the patient is good status.

Event description:
Nothing fell off of the device during an endometriosis case. The instrument was reported as having made unintentional contact with another instrument being used during the case. Another dissector was opened and used to complete the procedure. Patient details are not being made available from the facility.